Manufacturer narrative:
The evaluation of the returned pump did not reveal any device-related issues. The pump was returned assembled with the driveline severed approximately 2.5" from the pump housing and the distal portion was not returned. The sealed outflow graft conduit was not returned. The outlet elbow was returned attached to its respective pump port. Upon disassembly, visual inspection of the blood-contacting surfaces revealed a white, tissue-like deposition along the proximal edge of the inlet elbow lumen. The deposition was thin and flat and appeared to be well adhered. The deposition did not appear to be obstructing the flow of blood. However, a correlation between the deposition and the reported elevated lactate dehydrogenase could not be conclusively determined. No flow issues were reported during device support. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The explanted date is estimated. Approximate age of device ¿ 3 years and 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted to the medical center due to an elevated lactate dehydrogenase (ldh) over 1000 u/l with no clinical signs of heart failure or hematuria. Log file analysis completed by the manufacturer's technical services representative revealed that pump parameters were stable and there was no trending which would be suspect of thrombus. On (B)(6) 2017, the patient's pump was returned to the manufacturer. Additional information was requested, but not yet provided.